Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On october 9, 2015 a customer called to report that his adc blood glucose meter would not turn on with the button or test strip insertion, and that this started happening "about five days ago". As a result of this issue, the customer further reported that on (B)(6) 2015 he woke up around 6-6:30 am feeling "nauseous, about to faint, and peeing and sweating a lot." At 9:00 am the customer self-presented to his doctor's office, where he was diagnosed with hyperglycemia and treated with 50 units of insulin (lantus) and 850 mg of metformin. No self-treatment was reported. The customer was asked to remain at his doctor's office for an hour, and then allowed to return home. There was no report of death or permanent injury associated with this case.